Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high and low blood glucose fluctuations of 43 mg/dl to 310 mg/dl and would like to troubleshoot pump to see if it is working. Troubleshooting found that drive support cap, bolus wizard and time and date programming were normal and functioning fine. Customer stated that doctor had recently changed her basal settings. Customer was advised to monitor pump and follow up with doctor regarding high and low blood glucose as well as the new basal settings that doctor changed.